Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a bent grip, causing vertical misalignment of the grips. There was a 0.042¿ offset at the tips. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Additional observation(s) not reported by site: the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the grip crimp location. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument delivered energy without any issues on 3 of 3 attempts. There were no signs of thermal damage.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was identified with misaligned tips. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.